Manufacturer narrative:
The date received by manufacturer on follow-up #1 should have reflected the date of (B)(6) 2010. As per the arrangements discussed with (B)(4) at FDA, this MDR is being submitted for correction as explained to the agency in a (B)(4) 2011 letter addressed to (B)(6).

Manufacturer narrative:
The customer's product has been requested back for an investigation, and a supplemental report will be sent once investigation results are complete.

Event description:
An adc customer's family member reported that the customer's fs lite meter had been giving her perceived "high readings" and "did not remember the time because (the issue) had been happening for a while." Although no specific readings were reported, the customer further stated on (B) (6) 2010 in the evening she had received a "high" reading but was experiencing symptoms of hypoglycemia and subsequently lost consciousness. The family member stated that attempts were made to intervene and treat her; however, she was incoherent. Paramedics were reportedly called and treated the customer with IV dextrose. Customer was not transported to a health care facility and no diagnosis was reported. There was no report of death or permanent impairment associated with this report.

Event description:
Information received indicates the bed will not go into trendelenburg or reverse trendelenburg.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B)(4) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed. This is a final report.